Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of index procedure, angiography revealed 90% stenosis in the ramus intermedius and 80% stenosis in the distal right coronary artery. The indication for the procedure was known coronary artery disease. The first lesion treated was ramus intermedius that was described as 18mm in length, class c, and de novo. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 25mm cypher rx at 11atm. It was reported that the stent did not fully expand and the stent was post-dilated with a 3.5 x 20mm balloon at 12atm. The second lesion treated was drca that was described as 12mm in length, class a, and de novo. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 18mm cypher rx at 11atm. It was reported that the stent did not fully expand and the stent was post-dilated with a 4 x 15mm balloon at 18atm. At screening, the cardiac enzymes were normal in range, but the troponin I was 0.492 at discharge. According to the study md, there was no periprocedural mi and the slight bump in the troponin could be related to the study stents placement, but no ECG tracing and discharge summary were received from the site. The elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, coreg, lipitor, lisinopril, and niaspan. Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction during the index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of myocardial infarction ((B)(6) 2010), history of previous pci ((B)(6) 2010), history of allergy (iodine) and history of degenerative joint disease. At the time of index procedure, angiography revealed 90% stenosis in the ramus intermedius and 80% stenosis in the distal right coronary artery. The indication for the procedure was known coronary artery disease. The first lesion treated was ramus intermedius that was described as 18mm in length, class c, and de novo. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 25mm cypher rx at 11atm. It was reported that the stent did not fully expand and the stent was post-dilated with a 3.5 x 20mm balloon at 12atm. The second lesion treated was distal rca that was described as 12mm in length, class a, and de novo. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 18mm cypher rx at 11atm. It was reported that the stent did not fully expand and the stent was post-dilated with a 4 x 15mm balloon at 18atm. At screening, the cardiac enzymes were normal in range, but the troponin I was 0.492 at discharge. According to the study md, there was no periprocedural mi and the slight bump in the troponin could be related to the study stents placement, but no ECG tracing and discharge summary were received from the site. The elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day on dual anti-platelet therapy. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15270407 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00389 and 3003742446-2012-00390.